Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringe(s) were received by the consumer with missing scale print. This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 4195538. Customer states that the syringes were unmarked. The returned syringe was examined and exhibited no scale markings printed on the barrel. A review of the device history record was completed for batch# 4195538. All inspections and challenges were performed per the applicable operations qc specifications. CAPA (B)(4) was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 4195538 was manufactured prior to initiation and/or implementation of any corrective/preventive actions associated with this CAPA. Sample will be forwarded to manufacturing (holdrege) on (B)(6)2018 for further review. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: possible root causes for missing scale markings include: damage to the pad print drum not touching the pad for ink transfer pad heat set incorrectly print head timing out of adjustment CAPA (B)(4) was initiated by the holdrege plant to address print related defects and their associated root cause(s). Batch# 4195538 was manufactured prior to initiation and/or implementation of any corrective/preventive actions associated with this CAPA.